Event description:
The thread of the retaining sleeve is faulty. This is 1 of 2 reports for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The investigation of the objected retaining sleeves has shown that a piece of the tips of the sleeves has broken off. We are unable to determine the exact cause of this damage in retrospect (as no detailed information was provided). We can however assume that the fracture was caused by excessive mechanical load or use. No product fault was identified.